Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. As received, a partial lead (only connector portion) was returned in one piece. Failure event observed during analysis. Visual inspection of the partial lead found external insulation abrasion at 8.7 cm to 9.3 cm from the connector pin that breached the lead body insulation at the proximal region consistent with friction to the device can.